Manufacturer narrative:
Office contact section was changed to correct information. G5 510k/PMA section was changed to correct information. Should have been unchecked in initial report. Investigation results: carefusion changed out the gas delivery engine (gde) to correct the customer's reported issue.

Manufacturer narrative:
(B)(4). The distributor in (B)(4) determined that the cause of the reported event was that the device¿s user interface module (uim) was malfunctioning. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(4) for the return of the alleged faulty user interface module (uim) for evaluation and repair. The alleged faulty user interface module (uim) was received and routed to the carefusion factory service department for evaluation. The carefusion factory service technician evaluated the user interface module (uim) and was able to reproduce/verify the reported issue. The carefusion factory service technician determined that the cause of the issue was a malfunctioning control pcba within the user interface module (uim). The carefusion factory service technician replaced the control pcba and ran the user interface module (uim) through a complete checkout per the factory service procedures. Upon completion the uim (user interface module) will be returned to the distributor in (B)(4) ready to be reinstalled on the device so that it can be returned to the user facility and be placed back into service.

Event description:
The distributor in (B)(4) reported that all of the device leds were flashing and the touch screen was not working. There was no patient involvement reported.